Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
The patient had never been free of pain, and they were always in pain. At one time a couple of years after implant, they turned the dosage up to 2000 (units not specified), but the complications were they were sleeping all the time. It was too much for him, and they were sick. Their doctor kept lowering the medication in the past year because the patient wanted to get rid of the pump. A few weeks ago, saline was put in the pump to see if the patient could get along without the pump, but the patient became very ill. They had to put the medication back in the pump. The patient wanted to see if they could live without it, but the pain was so severe. The patient was on a high dose now, but they were tolerating it now. They were thinking about turning it up again, though they always had side effects from dilaudid. The pump battery was running low, and they needed a new pump placed eventually. The pump currently contained dilaudid.